Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore on his back under the lifevest. It was reported that the staff at the rehab facility where the patient was staying was not properly changing/washing the patient's garments. The patient's physician prescribed an unknown medication. Follow-up indicated that the irritation was not getting any worse.